Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing and noisy signals. Technical services (ts) provided programming optimization and while reviewing, observed some previous false atrial tachy response (atr) episodes. No adverse patient effects were reported. This ra lead remains in service.